Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the medication located in the drawer belonged to a security group, and the user lacked the authorization to dispense this medication. The technical support specialist provided the customer with an alternative method to resolve the issue. The customer subsequently confirmed that they were able to access the drawer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, unable to dispense medication. The customer reported that one user encountered an issue with dispensing the respiratory medication, as the option to do so at that station was greyed out. There were no adverse events or injuries reported based on this incident.